Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.the insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed pump error and multiple battery alarms. The customer's blood glucose reading was 252mg/dl at the time of incident. Troubleshooting found that the pump worked fine for a short amount of time but then the pump alarmed multiple errors again. No further details given.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, prime/seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. Unable to perform self-test due to cracked bleeding lcd glass. No unexpected pump error 39 noted during testing. The motor was tested outside the device and passed. Device received with moisture damage noted on electronics assembly. Device received with scratched case, cracked case at battery tube side, fading serial number label and stained keypad overlay.